Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing site evaluation: manufacturing and quality control data: the progav® 2.0 was manufactured by a qualified employee in february 2016. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fx410t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Device examination: the valve was received submersed in an unidentified liquid in the provided returnkit. Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve was permeable. Adjustment test: the progav® 2.0 was tested and was adjustable to all specified pressures. Braking force and brake function test: the brake functionality test revealed that the brake function was fully operational and the braking force was within the given tolerances. Computer controlled test: to investigate under-drainage, the opening pressure was measured using a miethke computer controlled testing apparatus which simulates a cerobrospinal fluid flow. The results showed that the valve was not operating within the acceptable tolerance in the horizontal position; a decelerated flow was detected. A second measurement showed an improvement of the values. Result: first, we performed a visual inspection of the progav® 2.0. No significant damage or deformations were observed. Next, the permeability, adjustability, as well as the brake functionally and brake force, of the valve were tested. The valve operated as expected and met all specifications. The first measurement of the opening pressure revealed that the valve tended to under-drain. A second measurement showed an improvement of the observed valves. Presumably further testing would lead to a continued improvement of the values because any deposits inside the valve would be flushed out. Finally, the valve was dismantled. A build-up of a substance (likely protein) was observed inside the valve. Based on the investigation, the claim of under-drainage was able to be confirmed. This is likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc)-therapy by shunt implants. Manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required.

Event description:
It was reported miethke that a progav 2.0 valve (part # fx410t) was implanted during a procedure performed on (B)(6) 2016. According to the complainant, the valve was believed to be operating in under-drainage. The patient underwent a revision procedure on (B)(6) 2017. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.